Manufacturer narrative:
Unit passed the rewind basic occlusion test, prime/delivery test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with cracked case at display window corners, belt clip slot and battery tube threads. Unit received with minor scratched lcd window. Unit received with stained end cap sticker.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer also received a no delivery alarm during manual prime. Customer's blood glucose was unknown. Customer was able to rewind insulin pump. After troubleshooting, customer was advised that insulin pump would need to be replaced.